Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour, to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour, to the bilateral submental on (B)(6) 2018 using coolmini, to the bilateral lower abdomen on 14/aug/2018 using cooladvantage plus, coolcore contour, the bilateral middle abdomen (right above umbilicus) and bilateral upper (upper) abdomen on (B)(6) 2018 using cooladvantage, coolcore contour, and to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ who developed paradoxical hyperplasia (pah/ph) to the upper, middle, and lower abdomen, posterior bra roll, and submental area after treatment on (B)(6) 2019. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour, to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ contour, to the bilateral submental on (B)(6) 2018 using coolmini, to the bilateral lower abdomen on (B)(6) 2018 using cooladvantage plus, coolcore contour, the bilateral middle abdomen (right above umbilicus) and bilateral upper (upper) abdomen on (B)(6) 2018 using cooladvantage, coolcore contour, and to the bilateral bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve+ who developed paradoxical hyperplasia (pah/ph) to the upper, middle, and lower abdomen, posterior bra roll, and submental area after treatment on (B)(6) 2019. (B)(6).